Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump was squirting insulin. The customer's blood glucose level at the time of incident was 100.8mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces also, unable to perform functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test or excessive no delivery test due to unresponsive buttons. The insulin pump had with cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and missing that end cap sticker.